Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, due to the patient's anatomy the procedure was converted to an open laparotomy. Details regarding the patient's anatomy resulting with the surgeon's decision to convert to open surgery are unknown. There were no reports of any da vinci system errors or complications that lead to the conversion. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.